Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced a high blood glucose level of 400 mg/dl. The customer was treated with manual injection. The customer stated that one of the site said no delivery and one of the set they were outside and the blood glucose level was 500 mg/dl. The pump will be returned for analysis.